Manufacturer narrative:
Patient code (B)(4) was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's friend stated that patient never received any instruction about the interstim therapy. The patient had been experiencing "plenty of problems", noting that they've had a sudden return of their target symptoms as urinary frequency and urgency. Patient had no falls/trauma, and no programming adjustments have been made. Patient was hospitalized from (B)(6)2018 due to severe weakness. Patient also suspected that they had a urinary tract infection (uti) because of their return of their urinary urgency and frequency symptoms. Patient was expecting to submit a urine sample for testing this afternoon. It was assisted caller in syncing with the ins using the pp. Caller confirmed that stimulation was on with p4 active at 0.6v. Caller did not wish to make any adjustments until speaking with the doctor. Doctor did not return from vacation for another week, and caller was considering consulting with another doctor. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated pt weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's friend stated that patient never received any instruction about the interstim therapy. The patient had been experiencing "plenty of problems", noting that they've had a sudden return of their target symptoms as urinary frequency and urgency. Patient had no falls/trauma, and no programming adjustments have been made. Patient was hospitalized from (B)(6) 2018 due to severe weakness. Patient also suspected that they had a urinary tract infection (uti) because of their return of their urinary urgency and frequency symptoms. Patient was expecting to submit a urine sample for testing this afternoon. It was assisted caller in syncing with the ins using the pp. Caller confirmed that stimulation was on with p4 active at 0.6v. Caller did not wish to make any adjustments until speaking with the doctor. Doctor did not return from vacation for another week, and caller was considering consulting with another doctor. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who indicated that the sudden return of frequency and urgency was not caused by a uti and while there was an infection all urine cultures since implant had been negative. Furthermore the patient indicated that they were admitted to the hospital where they were given steroids and antibiotics via IV. The sudden symptoms of frequency and urgency as well as the uti have not yet been resolved at the time of this report. There were no further complication reported or anticipated.